Manufacturer narrative:
Product analysis results: item appears to be able to function properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: 7752529, 510k #: k082728, UDI#: 00613994454041 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis- c5-6 fracture-dislocation, c4-6 lateral mass screw, c7 pedicle screw procedure- cervical decompression and fusion was performed at c4-7 (lms was used at c4-6, and pedicle screw was used at c7) it was reported that intra-op, during provisional fixation of mas crosslink locking screw, the edge part of the locking screw was threaded without sound. The surgeon gave up placement, left the threaded part as it was, and closed the wound. There were scratches on the threads. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No any fragment of the implant remaining in the patient. No patient complications were reported due to this event.